Event description:
It was reported, the pt is receiving stimulation; however, the pt's stimulation pattern has changed after physical exertion. A sjm rep was unable to resolve the issue with multiple programming. Although x-rays have not yet been taken, it is suspected the scs lead has migrated. F/u identified the pt's status has not changed. X-rays have been taken; however, the results are inconclusive. The pt is consulting with the physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.